Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned to isi for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. The erbe generator involved with this complaint has been returned to isi for failure analysis. Failure analysis investigation was unable to duplicate the customer reported failure mode. Functional testing of the returned device with an in-house bipolar/monopolar instruments found that the instruments energized with no operation issues noted. The erbe device was found to function normally and passed technical safety check testing. There was no trouble found. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the endowrist one vessel sealer instrument, the patient's vessels were not adequately sealed, after completion of the instrument's sealing cycle. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during da vinci assisted hysterectomy procedure, the surgeon observed the thermal affect to the patient's vessels not pronounced after sealing with the vessel sealer instrument. As a result of the reported issue, the surgeon had to reseal the patient's vessel. There was no patient harm, adverse outcome or injury to the patient. On 03/24/2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who initially reported this complaint. According to isi csr, he was not present during the surgical procedure; however, the surgeon informed the isi csr that during the sealing cycle the audible tones were noted to have occurred during the sealing cycle and at the end of the sealing cycle. The csr indicated that the size and the integrity of the affected vessels were not provided. A field investigation was performed by an isi field service engineer (fse) to check the erbe electrosurgical unit. The isi fse was unable to duplicate the sealing issue experienced by the site; however, the tfs replaced the erbe generator due to the customer's request to have it replaced.